Event description:
Acct states that the "filter is pulling out of the tubing even when the luer lock is in place." Able to simulate the incident even when not on pt. At least two instances of blood loss: min. Of 1cc on pt., pt. Had a bouviac catheter and had a 30cc blood loss. Pt. Required a blood transfusion.

Manufacturer narrative:
On receipt of samples in fal lab, it was noted that the samples were unused and had a lot number (u385906) assigned to them. Numerous phone calls were made to acct. Contact to verify if lot numbers were actual product involved in the problem at the account. Writer was unable to speak to acct. Contact, therfore, an evaluation was conducted on the product received. Evaluation results: received 28 unused t-connector extension sets. The male luer adapters on the sets were tested at 45 psi water pressure. 28 of 28 tested ok with no sign of leakage. A pull test was performed on the tubing from each end of the filter. The tubing pull ranged from 91lbs. To 15 lbs. 28 of 28 demostrated compliance.